Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and subsequently the touch screen was cracked, touch screen responsiveness was delayed, and there were "black spots" on the screen. Customer¿s blood glucose level was 158 mg/dl. The customer reverted to an alternate method in insulin therapy.